Event description:
It was reported that when the drain kit was replaced and treatment was resumed, an blockage alarm occurred. The customer could not identify the location of the blockage and confirmed that the negative pressure was applied without any problem. The problem was solved by exchanging the device and the canister and the drain kit. There was no patient harm. There was no delay.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe a component failure or obstruction. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.